Event description:
The patient had been having issues with her devices. Her husband checks the devices often because the device often turns itself off. It was thought that it was from store security systems. The patient now puts her hands over her implants before walking into retail stores which seemed to help. The patient¿s health care provider (hcp) confirmed on (B)(6) 2014 that they were not aware of any emi events that the patient experienced.

Manufacturer narrative:
Concomitant medical products: product ID: 7438, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient . Product ID: 3387-40, lot# l62014, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3387-40, lot# j0546401v, implanted: (B)(6) 2005, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).